Manufacturer narrative:
(B)(4). Additional data: conclusion code: review of this file indicates that the lens was not implanted in accordance with the dfu requirement. This lens model is indicated for use in adults 21 - 45 years of age. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens optic torn/split. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.00. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.00 diopter in patient's right eye (od) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed and exchanged for another icl, same model. No adverse event was reported. Last post-op visit on (B)(6) 2015, ucva was 20/20.